Event description:
Reportedly, on (B)(6) 2023, ICD replacement surgery was performed and platinium vr 1240 (s/n: (B)(6) ) was implanted. On (B)(6) 2023, two days after implantation, when the device was interrogated platinium vr 1240, a message [27] was displayed on the programmer's screen. No health damage occurred to the patient.

Manufacturer narrative:
Preliminary analysis revealed a reset (power on reset) occurred on 04 dec 2023 during the implantation.

Manufacturer narrative:
Analysis of the provided patient files revealed : - a reset occurred on (B)(6) 2023, the day of the implantation of the device. - this reset was caused by an abnormal decrease of the device internal supply during the discharge of the charge time test (normal charge time : 13 sec). - at the same time, emi events were recorded. Those emi could be due to the use of electrocautery. - the root cause of the sudden drop of power supply could not be identified with certainty, it may have been induced by emi.

Event description:
Reportedly, on (B)(6) 2023, ICD replacement surgery was performed and platinium vr 1240 (s/n: (B)(6)) was implanted. On (B)(6) 2023, two days after implantation, when the device was interrogated platinium vr 1240, a message [27] was displayed on the programmer's screen. No health damage occurred to the patient.